Manufacturer narrative:
Evaluation of the returned probe found that the tip of the returned probe is visibly bent but with markers attached and fully seated, the probe returns good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a device being used outside of a procedure. It was reported that the passive planar probe's tip was bent. No patient harm was reported.